Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device was repaired but no returned to the customer, pending customer approval of the estimate.

Event description:
The MFR received info alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.